Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose levels. Blood glucose reading was 101 mg/dl. The customer stated they had pain in their liver, pain in their kidneys, diabetic ketoacidosis and high blood glucose levels. Customer's was hospitalized on (B)(6) 2019 and stayed overnight. Customer was admitted to the coral springs medical center. The customer was treated with insulin drip at the hospital. Troubleshooting for the customer¿s low blood glucose was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect information related to hospitalization date. The correct information has been provided in with this report.

Event description:
It was reported that customer was hospitalized on (B)(6) 2019.